Event description:
Medtronic received information that 3 years and 4 months post implant of this transcatheter aortic valve, it was replaced valve-in-valve with a transcatheter valve of a different model. The reasons for replacement were reported as stenosis and elevated gradients. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).